Manufacturer narrative:
Product event summary: manufacturer¿s analysis was unable to confirm the customer comment that the device shut off while in use with a patient and could not be turned back on. It was noted that the lower case battery wires of the device were pinched, and the black insulation was compromised. Analysis also noted that the display wires were pinched, and the output connector assembly of the device was broken. Furthermore, it was noted that the device would not power-up with good batteries. All found defective parts were replaced and all other identified issues were resolved. Failure analysis was performed on the display board and lower case. Visual inspection revealed pinched and exposed red and black wires on the lower case and a pinched red wire on the display board. Additional analysis found that the log data showed several power downs due to super cap discharge. The device was received with depleted batteries. Conclusion: pinched and exposed red and black wires in the lower case.

Event description:
It was reported that the external pulse generator shut off while in use on a patient and could not be turned back on; a different external pulse generator was needed. The external pulse generator has been returned for repair. No patient complications have been reported as a result of this event.